Manufacturer narrative:
Conclusion and justification status: the complaint states during sterilisation, the instrument fell apart into 3 pieces and appears irreparable. No patient involved. No product was returned hence the complaint cannot be confirmed. Previous investigations have found that design change was implemented for this product (B)(4) to prevent the anti-rotation pin from loading the plastic handle to minimise further failures of the handle cracking. (B)(4) was created to investigate the use of radel in instruments and concluded that the data showed no systematic failures of extruded radel for use in instruments. Following the (B)(4) was completed (B)(4) and concluded that the risk is medium and that no further action is necessary the complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During sterilisation, the instrument fell apart into 3 pieces and appears irreparable. No patient involved.